Event description:
It was reported that the patient had a pulse generator replacement on (B) (6) 2010 and had been vigorously scrubbing the implant area since then. This caused the ventricular lead to pull back and exhibit loss of capture. This was noted when the patient presented for cataract surgery on (B) (6) 2010. The lead was explanted and replaced.

Event description:
Artifact present in conjunction with AED deployment. (B) (4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.